Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, lot/serial#: (B)(4); product ID: bi71000469, lot/serial#: (B)(4). The tank kit was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tank failed bench test. Measured resistance between test points failed. Visual inspection also confirm cracks in cathode chamber. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis the generator controller, generator isolation board and two power supplies were returned to the manufacture for evaluation and are under analysis at this time. Eval code method 4118 is associated with this analysis eval code result 3233 is associated with this analysis eval code conclusion 11 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluated by MFR: the power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the power supply had a drifting voltage confirming an electrical failure mode. A second power supply was returned to the manufacturer for evaluation. Testing found that the power supply had a drifting voltage confirming an electrical failure mode. The generator control board was returned to the manufacturer for evaluation. Testing found that the unit had multiple electrically o verstressed components. A second generator control board was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the generator did not power on. The standalone board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Associated codes: fdm, 10 fdr: 213, concomitant medical products: pn: bi71000450, ln: rev. 1 : s/n: (B)(4). Pn: bi71000450, ln: rev. : s/n: (B)(4). Pn: bi71000222, ln: rev. 1 : s/n: (B)(4). Pn: bi71000222, ln: rev. 1 : s/n: (B)(4). Pn: bi71000225, ln: rev. 1 : s/n: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power supply, generator control board, ps1 board, standalone board, and power conversion were replaced. Calibrations were also performed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after starting the image acquisition system (ias), a loud bang and fumes came out from the generator. The system was restarted and it displayed "x-ray not ready."